Manufacturer narrative:
Qc was within established ranges. Bci field service engineer (fse) was dispatched for this event. Fse performed the glucm stirrer motor modification and replaced the reagent syringe. Also calibrated the sensor and the glucm module.

Event description:
A customer contacted beckman coulter inc. (Bci) to report one (1) erroneously low glucm result generated by the synchron lx20 clinical system, when running in duplicate mode. The original result was 74 mg/dl. The second replicate result was 97 mg/dl. Rerun of the sample on another instrument verified the higher result of 95 mg/dl and was reported out of the lab. No report of death or injury have been reported in connection with this event.